Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due to a high blood glucose (bg) of 489 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the hospital 2 days later with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.